Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. UDI and PMA # unavailable as lead sn is unknown.

Event description:
It was reported that the patient's lead was experiencing loss of capture and high capture thresholds. The physician elected to replace the lead on (B)(6) 2021, with a leadless pacemaker. The lead was embedded and kept within the patient's body. The patient was given medication and was stable.